Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received many inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing, noise, and high pacing impedance. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.